Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer could not enter the work interface after starting up. It was indicated that the programmer would not boot up and an overheat message would appear. The micro processor unit (mpu) and power supply were replaced. It was also indicated that the modem card did not work. The programmer was repaired and returned to service.

Event description:
It was reported that the programmer could not enter the work interface after starting up. It was also reported that the radiofrequency (rf) head had no signal. The programmer and rf head were returned for servicing. There was no patient involvement.